Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer's insulin gauge remained static at 65 units of insulin. There was no impact to the customer's blood glucose level. The customer declined to load a new cartridge during the time of the call.